Event description:
It was reported that the burr sheared off. A 1.25mm rotalink plus was selected for use. During the procedure, the burr was pushed into the calcium and the console stalled. However, when they tried to pull back on the burr; it sheared off of the advancer burr. The procedure was then stopped and the burr left where it was. No further patient complications were reported. The patient was stabilized and was doing fine.